Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a portion of the guidewire detached. The target lesion was a non-calcified, 100% stenotic and approximately 15 min length in the left superficial femoral artery (sfa) which demonstrated average tortuousity. A 4f long-neck sheath was inserted via a left popliteal artery approach, and another manufacturer's guidewire was inserted across the lesion. This guidewire was exchanged for the v-18 guidewire, but a loop was formed. Therefore, the physician advanced an ivus catheter along the v-18 guidewire in order to unbend the lopped area of the guidewire, but this was unsuccessful. The physician then advanced a gooseneck snare over the bifurcation to the looped guidewire from a contralateral position in the right sfa. He subsequently attempted to unbend the loop with the gooseneck snare, but when he pulled the snare to unbend the loop, the polymer portion of the guidewire detached together with the ivus catheter. All of the detached portions were successfully retrieved into a 6f guiding catheter. The physician dilated the lesion with a wanda 5x80mm balloon and the procedure was successfully completed. After the procedure, the patient condition was good; no injury.